Event description:
Hi, I went to (B)(6), for my dental appt. I got vizilite pro, oral lesion screening system to screen cancer. I am not sure if this instrument was FDA/cdrh cleared / approved. Anyway, as today three days later, I still feel my tongue was burnt, not comfortable.